Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states he received a mortor error alarm, no delivery alarm and his insulin pump buttons stopped responding as well. Cutomer's blood glucose was 145 mg/dl. After troubleshooting, customer was advised that his insulin pump would need to be replaced. No further information provided.